Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 53 mg/dl while using the ilet system, after which the user ingested oral carbohydrates including juice and peanut butter crackers and glucose subsequently stabilized to 106 mg/dl; education and troubleshooting were provided, and additional training was scheduled to review algorithm steps and eating patterns. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution of the low glucose with oral treatment. Investigation included customer interview and case review with clinical support to assess algorithm use and user eating patterns. Investigation of this case revealed no confirmed device malfunction and suggested user-related factors or therapy management factors could have contributed, with focus on alignment of meal behavior and algorithm steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.